Event description:
The customer reported via phone call indicated they had experienced high blood glucose. Blood glucose reading was 600 mg/dl. Troubleshooting was performed. Customer reported infusion set had bent cannula. Customer declined troubleshooting for high blood glucose. Customer had been using insulin pump within 48 hours of reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.